Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that "from the very beginning" the therapy didn't seem to be working because they were still wetting themselves. The patient added that a couple of weeks ago they sometimes felt painful stimulation at the vaginal opening. The patient felt like the location of the stimulation moved because it wasn't so low before. The patient denied having any falls or trauma prior to that. Agent educated the patient on general use of the communicator and handset. The patient connected to the ins and confirmed therapy was turned on. The patient decreased the amplitude to see if that helps with the intermittent uncomfortable stimulation. Agent reviewed that the patient could also consider trying a different program. The patient said they have an appointment with their managing healthcare provider (hcp) on (B)(6) 2026, so they will wait until then before they consider trying a different program.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.